Event description:
Dealer stated that the on/off switch on an irc5lx stationary concentrator is not working.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model irc5lx, serial number/date code (B)(4) is approximately 4 years 9 months old. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.